Manufacturer narrative:
Beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report that coulter lyse s iii diff lytic reagent was observed leaking from the foil seal of the reagent container. No patient samples were being analyzed at the time of the event. There was no impact to patient treatment. The customer reported that the foil seal appeared to be intact and there was no visible damage to the seal or container. The customer was wearing personal protective equipment (ppe - gown, gloves, goggles) at the time of the event. There was no injury or exposure to the customer. The customer did not seek medical attention. The customer has an exposure control/risk management plan in place. The customer did not review the material safety data sheet (msds); however, it is readily available. A replacement container of coulter lyse s iii diff lytic reagent was sent to the customer. The root cause of this event has not yet been determined.